Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was experiencing high blood glucose levels two times and the device never alarmed no delivery. Customer didn't recall his blood glucose levels as issue had occurred a month and half. Troubleshooting wasn't possible as customer is reporting a past event and stated at the time he was more concerned with his health and spoke to his doctor. Customer is not returning the device for analysis.